Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Still implanted.

Event description:
Patient called stryker and left a voicemail stating that they had a stryker hip implanted (B)(6) 2011 and the hip was doing fine until approximately 6 months ago when the patient stated the hip developed an audible squeak.